Event description:
The patient contacted animas on (B)(6) 2013 reporting that she had been having an issue with the insulin leaking into the cartridge compartment. The patient stated this has been going on for months. She felt that it is an issue with the pump and that she has changed cartridges many times and follows the proper techniques for filling cartridges and changing sites. The patient stated that there was visible moisture and possible corrosion inside cartridge compartment. There is no reported adverse event with this complaint. This report is made based on the allegation of the leaking cartridge issue.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.